Manufacturer narrative:
The report of inoperable ipg as confirmed. Analysis of the returned ipg found the root cause was due to normal battery depletion to eol (end of life). The estimated longevity range would have been .5 years up to 1 year, assuming 1000-ohm program impedances for device model 3660. The total stimulation on time was 1.1 year, suggesting the device had normal battery depletion to the end of life.

Manufacturer narrative:
Correction a4 - patient weight.

Event description:
Additional information received indicates the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.